Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the tubing leaked while infusing fentanyl-bupivican to a patient. The epidural tubing is leaking at the port point and at the patient connection site. There was no patient harm.

Manufacturer narrative:
Additional information provided.

Event description:
The customer reported that during an epidural infusion of fentanyl and bupivacaine in the labor and delivery unit, fluid leaked from the pcae tubing at the engagement to the male luer. There was no report of patient harm.